Event description:
Revision of patellar and tibial component of the right total knee replacement due to severe fragmentation and disruption of he patellar polyethylene button with sclerosis of the underlying patella. Further follow-up by depuy revealed the patella fractured in multiple pieces and the tibial insert had pitting and backside wear.